Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, polyethylene glycol (peg) sealant was stuck to a 5f mynx control vascular closure device (vcd) upon removal of the device and a 5f short sheath. There was no reported patient injury. The device will be returned for evaluation.